Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("heavy, abnormal uterine bleeding") and haemorrhagic ovarian cyst ("left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff was placed under general anesthesia for the essure procedure. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day after starting essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6)2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), device breakage, complication of device removal and device difficult to use ("small portion of the essure sterilization quill was noted at the right cornu of the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with diagnostic laparoscopy, bilateral salpingectomy, removal of essure and appendectomy on (B)(6) 2014. Essure was withdrawn. On (B)(6) 2014, the pelvic pain, uterine haemorrhage, device breakage, complication of device removal and device difficult to use had resolved. At the time of the report, the haemorrhagic ovarian cyst and abdominal pain had resolved. The reporter considered pelvic pain, uterine haemorrhage, haemorrhagic ovarian cyst, abdominal pain, device breakage, complication of device removal and device difficult to use to be related to essure. The reporter commented: post essure removal on (B)(6) 2014, plaintiff continued to complain about heavy bleeding and severe pelvic pain. Physician could not find the etiology of plaintiff extreme pain. On (B)(6) 2014, plaintiff underwent a diagnostic laparoscopy, total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was bilateral fallopian tubes occluded. On (B)(6) 2014: surgery findings - left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding. No evidence of endometriosis. No evidence of pelvic adhesive disease. The essure devices were removed in their entirety as well. On (B)(6) 2014: operative report - small portion of the essure sterilization quill was noted at the right cornu of the uterus. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and severe pelvic pain, heavy, abnormal uterine bleeding, and left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding. Coils were removed 8 months after insertion; however, later, a small portion of the essure sterilization quill was noted at the right cornu of the uterus (seen a s a device breakage). Device dislocation, device brakeage, and uterine bleeding are anticipated in the reference safety information for essure while hemorrhagic cyst is unanticipated. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. There are various types of ovarian cysts, such as dermoid cysts and endometrioma cysts; however, functional cysts are the most common type. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an hemorrhagic ovarian cyst, the causality for this event was assessed as unrelated. During difficult insertions and removals, single cases of essure breakage have been reported. In this present case, the exact time point of the device breakage is unknown. However, based on its nature, the device breakage was assessed as related. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the essure sterilization quill was noted at the right cornu of the uterus, piece was left in her uterus'), device dislocation ('migration') and pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "small portion of the essure sterilization quill was noted at the right cornu of the uterus" from (B)(6) 2014 to (B)(6) 2014. Medical conditions: plaintiff was placed under general anesthesia for the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine haemorrhage ("heavy, abnormal uterine bleeding"). On (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding") and complication of device removal ("small portion of the essure sterilization quill was noted at the right cornu of the uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilteral salpingectomy, bilateral salpingectomy and diagnostic laparoscopy, bilateral salpingectomy, removal of essure and appendectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the device breakage, pelvic pain, uterine haemorrhage and complication of device removal had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown and the haemorrhagic ovarian cyst and abdominal pain had resolved. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, genital haemorrhage, haemorrhagic ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: post essure removal on (B)(6) 2014, plaintiff continued to complain about heavy bleeding and severe pelvic pain. Physician could not find the etiology of plaintiff extreme pain. On (B)(6) 2014, plaintiff underwent a diagnostic laparoscopy, total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occluded. Diagnostic results: (B)(6) 2014: surgery findings - left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding. No evidence of endometriosis. No evidence of pelvic adhesive disease. The essure devices were removed in their entirety as well. On (B)(6) 2014: operative report - small portion of the essure sterilization quill was noted at the right cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Events added: abnormal bleeding, migration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the essure sterilization quill was noted at the right cornu of the uterus, piece was left in her uterus'), device dislocation ('migration') and pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "small portion of the essure sterilization quill was noted at the right cornu of the uterus" from (B)(6) 2014. Medical conditions: plaintiff was placed under general anesthesia for the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced uterine haemorrhage ("heavy, abnormal uterine bleeding"). On (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding") and complication of device removal ("small portion of the essure sterilization quill was noted at the right cornu of the uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilteral salphingectomy, bilateral salpingectomy and diagnostic laparoscopy, bilateral salpingectomy, removal of essure and appendectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the device breakage, pelvic pain, uterine haemorrhage and complication of device removal had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown and the haemorrhagic ovarian cyst and abdominal pain had resolved. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, genital haemorrhage, haemorrhagic ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: post essure removal on (B)(6) 2014, plaintiff continued to complain about heavy bleeding and severe pelvic pain. Physician could not find the etiology of plaintiff extreme pain. On (B)(6) 2014, plaintiff underwent a diagnostic laparoscopy, total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: bilateral fallopian tubes occluded. Diagnostic results: (B)(6) 2014: surgery findings left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding. No evidence of endometriosis. No evidence of pelvic adhesive disease. The essure devices were removed in their entirety as well. (B)(6) 2014: operative report small portion of the essure sterilization quill was noted at the right cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the essure sterilization quill was noted at the right cornu of the uterus, piece was left in her uterus'), device dislocation ('migration') and pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "small portion of the essure sterilization quill was noted at the right cornu of the uterus" from (B)(6) 2014 to (B)(6) 2014. The patient's medical history included gravida and parity 2. Plaintiff was placed under general anesthesia for the essure procedure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abnormal uterine bleeding ("heavy, abnormal uterine bleeding"). On (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst ("left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding") and complication of device removal ("small portion of the essure sterilization quill was noted at the right cornu of the uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilteral salphingectomy, bilateral salpingectomy and diagnostic laparoscopy, bilateral salpingectomy, removal of essure and appendectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the device breakage, pelvic pain, abnormal uterine bleeding and complication of device removal had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown and the haemorrhagic ovarian cyst and abdominal pain had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, complication of device removal, device breakage, device dislocation, genital haemorrhage, haemorrhagic ovarian cyst and pelvic pain to be related to essure. The reporter commented: post essure removal on (B)(6) 2014, plaintiff continued to complain about heavy bleeding and severe pelvic pain. Physician could not find the etiology of plaintiff extreme pain. On (B)(6) 2014, plaintiff underwent a diagnostic laparoscopy, total laparoscopic hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occluded. Diagnostic results: (B)(6) 2014: surgery findings - left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding. No evidence of endometriosis. No evidence of pelvic adhesive disease. The essure devices were removed in their entirety as well. (B)(6) 2014: operative report - small portion of the essure sterilization quill was noted at the right cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received : reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meidra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and severe pelvic pain, heavy abnormal uterine bleeding, and left ovary had small 1-2 cm hemorrhagic cyst which was not actively bleeding. Coils were removed 8 months after insertion; however, later, a small portion of the essure sterilization quill was noted at the right cornu of the uterus (seen a s a device breakage). Device dislocation, device brakeage, and uterine bleeding are anticipated in the reference safety information for essure while hemorrhagic cyst is unanticipated. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship, these events were assessed as related to essure use. There are various types of ovarian cysts, such as dermoid cysts and endometrioma cysts; however, functional cysts are the most common type. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an hemorrhagic ovarian cyst, the causality for this event was assessed as unrelated. During difficult insertions and removals, single cases of essure breakage have been reported. In this present case, the exact time point of the device breakage is unknown. However, based on its nature, the device breakage was assessed as related. This case was regarded as incident since intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected through litigation process.